Event description:
The customer observed elevated alinity c calcium results. On (B)(6) 2026, sid (B)(6) (female, 6 months old, haemolysed sample) generated alinity c calcium of 2.81mmol/l. The sample was repeated at 4.07 mmol/l (not reported out of lab), 2.85 and 2.68 mmol/l. Reference range for patient demographics is 2.13 - 2.74 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.